Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had high blood glucose levels. Customers settings were adjusted to stabilize her blood glucose level.